Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: lab test: 10:15 am 53 mg/dl, meter test:10:07 am 85 mg/dl, lab test: 10:45 am 53 mg/dl, meter test: 10:42 am 85 mg/dl.